Event description:
Customer reportedly received results of 30 mg/dl and 37 mg/dl on aviva system 1 and result of 185 mg/dl on aviva system 2 within 10 minutes. Mild low blood glucose symptoms were reported with these results. Customer self-treated with half of a coke; low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 303521, expiration date 08/31/2013). Reference medwatch report (B)(6) for the suspect device used in system 2.